Manufacturer narrative:
The technician found a bad pt control switch on the side rail. The technician replaced the pt control switch on the side rail to resolve the issue.

Event description:
The technician alleged the knee section of the bed goes back down on its own after raising it. No pt impact.